Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Date of event: at the time of this report, the date of the event is unknown. Phone number: (B)(6). The field service specialist visited customer site to inspect the unit. Fss reconnected the vacuum transducer cable, cleaned the vacuum transducer, adjusted the pump latch and calibrated the vacuum. Fss performed the field service checklist, which the unit passed all functional tests and it was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported vacuum issues with sovereign compact console. That sometimes during the procedure the vacuum is low or there is no vacuum. There was no patient injury reported.